Event description:
An endogia handpiece was used to staple tissue inside the patient. When the doctor went to deploy, he said instrument did not release the staples and engage properly. No damage or harm came to the patient. An additional handpiece and load were requested, used, and functioned properly.